Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 500 to 600 mg/dl and diabetic ketoacidosis. The customer indicated that she had 3 bent cannulas. Customer was advised on proper insertion technique. Customer declined high blood glucose troubleshooting as she knew the reason for the high. Customer will be provided with replacement serters.